Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window were noted during the visual inspection. No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces.

Event description:
It was reported the insulin pump alarmed button error and buttons are not responding. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.